Event description:
I use the dexcom g7 sensor. This is connected to an insulin pump. I have previously used inaccurate products that did not give the correct readings and requested replacements. This was a replacement. The product gave me a low reading at 49 mg/dol glucose and halted all insulin delivery. I did not feel low so I used a glucometer which read 448! Huge difference! I connected a new sensor to my pump and it read 388. The difference is huge. Obviously, I needed insulin and it was being withheld. I have previously had similar problems with the g7 but not this much of a difference.